Manufacturer narrative:
(B)(4). The complaint rt265 infant evaqua2 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Two complaint rt265 inspiratory limbs and one expiratory limb were received at fisher & paykel healthcare in (B)(4) and were visually inspected. The limbs were immersed in a water bath to check for leak. The tubing was also examined using scanning electron microscopy (sem) equipped with energy-dispersive x-ray spectroscopy. Results: visual inspection of the two inspiratory limb revealed holes between the corrugations. In device 1 pin-sized holes were observed in the inspiratory limb approximately 300mm from the chamber end connection. In device 2 pin-sized holes were observed in the inspiratory limb approximately 250mm from the chamber end connection. In both cases the tubing was also damaged near the patient end connector and had the appearance of having been clamped. The inspiratory tube of device 1 also had a longitudinal crack, approximately 10mm away from and running parallel to a weld line. When viewed from the inside of the tube the crack was not continuous. Analysis of the crack indicated some incompatibility in the material close to where the crack occurred, however no differences in the material that could cause the incompatibility were detected. The crack had not been caused by a sharp object and originated from inside the tube, not from the outside. It is not associated with the weld line but could be due to contamination with another plastic. During the water bath test bubbles formed at the pin-sized holes in the inspiratory limbs, indicating leak. No fault was found with returned expiratory limb. Conclusion: we were unable to determine definitively the root cause of the damage. Some of the observed damage appears to indicate that both inspiratory limbs had been clamped by the user with an object hard enough to leave indentations in the tubing. This damage may then have contributed to the leakage. We note that both circuits had been in use for several days before the reported issues became evident. We have not received any other complaints of this nature for the rt265 breathing circuit. All rt265 breathing circuits are pressure and flow tested before leaving the production line and those that fail are discarded. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported two incidents where cracking was found in the centre of the expiratory limb of the rt265 infant breathing circuit. One of these incidents reportedly led to patient desaturation. No further patient consequence was reported.

Event description:
A hospital in france reported two incidents where cracking was found in the centre of the expiratory limb of the rt265 infant breathing circuit. One of these incidents lead to patient desaturation. No further patient consequence was reported.